Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject product had distorted optics. There were no reports of patient involvement. The event was reported during service / maintenance (not in a clinical setting).

Event description:
No additional information received from customer.

Manufacturer narrative:
The initial report was sent in error as distorted optics would not cause or contribute to a death or a serious injury if it were to recur.